Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, at about 15:30 on (B)(6) 2024, the patient underwent PICC puncture catheterization, and after the PICC catheter was delivered into the body, when connecting the connector, the connector connection was partially broken and fractured, which prevented the successful completion of the PICC tube connecting connector, and the connector was immediately replaced and reconnected with the PICC connector for fixation, and the patient did not complain of discomfort.